Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
The end-user reported an issue with their infusion set on (B)(6) 2024, leading to hospitalization. After applying a convatec contact detach 6mm, 23-inch infusion set that morning, their blood glucose (bg) began to rise, reaching 800 mg/dl. The end-user was transported to the emergency room by ems after their grandson called 911. Upon arrival at the hospital, the user was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids and an insulin drip. The end-user experienced vomiting and loss of balance during the event and remained hospitalized for five days, from (B)(6) 2024 to (B)(6) 2024. The end-user has since resumed using the ilet system without further issues. No long-term health effects were reported. The user did not perform ketone testing or use backup therapy.